Event description:
Customer reported that the insulin pump returned a message to use the bolus wizard paired with a light each time she tried to bolus. Customer also reported receiving weak signal alarms when the pump was in her pocket. Blood glucose level was 138 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All buttons functioning properly. No cosmetic damage noted. However, found unlocked j2/lcd keypad connector during visual inspection. (B)(4).